Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this device oversensed noise which appeared non-physiologic in nature. All lead measurements were within normal limits. The issue was suspected to be air bubbles behind the sealplugs. No adverse patient effects reported.